Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after placement of the catheter, urine out flow was very slow. The complainant stated that only 500 ml of urine flowed into the bag, and the patient alleged that he/she felt a slight sense of fullness of the abdomen. The user attempted to aspirate urine from the bladder by connecting the syringe to the drainage funnel, but was unable to do so. The user then removed the catheter and replaced it with another catheter; following the replacement, approximately 1000 ml of urine drained out of the patient. No medical intervention was reported. The complainant also noted that the patient was on anesthetics, and suffers from delirium and stated he/she possibly pulled the catheter out by own hands. The balloon of the catheter was pulled to the urethra area and stacked inside, which may have resulted in the obstruction of the urine flow.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after placement of the catheter, urine out flow was very slow. The complainant stated that only 500 ml of urine flowed into the bag, and the patient alleged that he/she felt a slight sense of fullness of the abdomen. The user attempted to aspirate urine from the bladder by connecting the syringe to the drainage funnel, but was unable to do so. The user then removed the catheter and replaced it with another catheter; following the replacement, approximately 1000 ml of urine drained out of the patient. No medical intervention was reported. The complainant also noted that the patient was on anesthetics, and suffers from delirium and stated he/she possibly pulled the catheter out by own hands. The balloon of the catheter was pulled to the urethra area and stacked inside, which may have resulted in the obstruction of the urine flow.